Event description:
A customer contacted haemonetics on (B)(6), 2012 to report that there was some fluid noticed in the drain bag of the orthopat machine. The machine was cleaned however it would not turn on. No operator or donor injury was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem was verified. The machine was decontaminated and components were replaced due to fluid ingress including the power supply and controller board. The machine is now ready for use. (B)(4).